Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported that their teeth are not straight and they have been to the dentist in the last few months due to them not having any feeling or sensitivity in their bottom front teeth. The dentist informed them they want them to be seen by a specialist due to the aligners moving their teeth too quickly and having caused nerve damage. The patient also reports that they have seen an orthodontist who said that they will have to start at the beginning to fix their teeth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.